Event description:
It was reported that the low energy shock impedance had increased from 75 ohms last december to 110 ohms today. This was discovered during an office follow-up review of latitude data, the impedance is high but within normal limits. Earlier in may, an x-ray was found to be similar to the implant x-ray. Technical services discussed the data with the clinic. Later, the device was explanted and replaced after more than six years of implant time. There were no additional adverse patient effects.